Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of a damaged power cable lead on the system controller, was confirmed as the customer submitted a photo of the tear on the lead. The customer reported that the controller was exchanged due to the tear in the power cable outer jacket. There were no operational issues reported. The controller was not returned for evaluation but would be retained by the hospital. The customer reported that the tear occurred due to patient activity. However, the root cause of the issue was not determined in this investigation. The heartmate 3 system controller (sn:(B)(6) was made per the shop orders. Per the labeling on the packaged part (model # 106531), the manufacturing date was 16aug2019; the use by date was 15aug2022. The firmware/software was ver 1.6.0. The system controller was shipped to the customer with on (B)(6) 2019. The system controller was assigned to the patient on (B)(6) 2019 (implant date). The heartmate ii lvas patient handbook instructs users to use precautions handling the driveline and power lead cables. Specifically, the cables should not be twisted, kinked and severely bent so as to damage the internal wires. Also, precautions should be taken not to damage the external outer jackets of the cables (cuts, marring and crushing). The heartmate ii lvas patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient reported a tear on one of their controller power source leads. The patient does not know how the lead tore but thought to be patient activity related. No alarms or clinical issues resulted from the tear, as the tear appeared cosmetic in nature. On (B)(6) 2021, the patient underwent a controller replacement to backup system controller in clinic. No issues following controller swap and patient is clinically doing well. Patient went home after controller swap.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.